Event description:
Hcp reported pt had increased pain over two months. An intrathecal myelogram revealed leakage from catheter with granuloma at cathter tip. The pt had dilaudid in the pump. The pt will undergo replacement of the pump and catheter due to granuloma and small size of previous pump (10 cc).